Event description:
Complaint became reportable based on the device analysis approved on 01/29/2009. It was reported that during an unspecified procedure, the ultra-thin balloon dilatation catheter "did not work properly". The physician used another of the same device to successfully complete the procedure. No post-procedure complications were noted and the patient status was reported as "ok". Multiple attempts to obtain additional information were unsuccessful. Device analysis revealed a partial circumferential tear in the balloon.

Manufacturer narrative:
Visual examination of the returned device revealed a partial circumferential tear in the balloon 26mm proximal to the tip of the device. No shaft damage was noted. A leak test was performed and no leaks were detected. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications. The most probable root cause can be attributed to operational context.